Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. During the investigation of a non-reportable event the clinical assessment identified an intra-operative type ia endoleak that remained present and observed at the 3-day post-operative follow-up CT. Additionally, a type ii endoleak from lumbar 4 was identified. Type ii endoleks are not device related, rather anatomy related. The patient was noted to have an aortic neck outside the indication for use at the time of implant. The patient will continue to be monitored. Subsequent to the initial report, additional information was received that a secondary procedure was performed with successful implant an ovation ix extender. The patient was reported to be doing well post procedure. Additionally, clinical assessment determined that there was evidence to reasonably suggest sac growth of 12mm occurred that was not included in the event as reported.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type ia endoleak (persistent) was confirmed. The type ia endoleak is most likely user related due to the off-label neck (aneurysmal with 15.8% neck taper). The type ii endoleak lumbar was confirmed and was most likely anatomy related. Additionally, it was determined that there was evidence to reasonably suggest sac growth of 12mm occurred that was not included in the event as reported. The sac growth was discovered during review of the 8 months post medical records. Procedure related harms for these events could not be determined. The final patient status was not reported or noted in medical records. The device remains implanted; therefore, no device evaluation was completed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. During the investigation of a non-reportable event the clinical assessment identified an intra-operative type ia endoleak that remained present and observed at the 3-day post-operative follow-up CT. Additionally, a type ii endoleak from lumbar 4 was identified. Type ii endoleks are not device related, rather anatomy related. The patient was noted to have an aortic neck outside the indication for use at the time of implant. The patient will continue to be monitored.